Event description:
It was reported that post a percutaneous coronary intervention procedure, the patient experienced angina and in-stent restenosis occurred. (B)(6) 2011, the patient was diagnosed with unstable angina and abnormal nuclear perfusion study. Cardiac catheterization was recommended. The 70% stenosed and 15mm long de-novo target lesion was located in the proximal left anterior descending artery with a reference vessel diameter of 2.75mm. The target lesion was treated with direct stent placement of a 2.75x16mm taxus liberte study stent, resulting in 0% residual stenosis. The following day the patient was discharged on aspirin and prasugrel. (B)(6) 2012, the patient presented with unstable angina and pectoris and was hospitalized the same day. The patient was referred for coronary artery bypass grafting. A 70% in-stent restenosis of the 2.75x16mm taxus liberte study stent was treated with coronary artery bypass grafting of the left internal mammary artery to left anterior descending artery and the saphenous vein graft to 2nd obtuse marginal. Six days post the event the patient was discharged and 18 days post patient discharge the event was considered resolved without residual effects.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).